Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the operation to fix a distal upper humerus fracture of a marble bone disease patient, the tap for cortex screw in question was broken at the point about 2cm from the tip and left inside the patient¿s body. The surgeon decided to leave it which was close to the joint to avoid damaging it and inserted another screw from different angle to complete the operation. The operation was delayed for 5 minutes due to this incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.h10 additional narrative:the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production..if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation of the complained instrument has shown that the tip is broken off as complained; as this part is more than ten years old it is likely that it¿s broken due to excessive applied mechanical force during use. The tip is fragile due to the nature of the design so needs to be handled with care. Therefore, normal wear and tear during often use may also have led to the breakage. The device history record for this lot confirms there were no deviations to specification at the time of manufacture in may 2003. No product fault could be detected; there was no indication for material or design related issue. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.